Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 9735825, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. It was reported that the electromagnetic interface box was replaced to resolve the issue. The system then performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while installing the system, the electromagnetic interface was not working. When the manufacturing representative tried to use it with another navigation system, it would not work on that system as well. There was no patient involved.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The electromagnetic instrument interface was returned to medtronic for analysis. Analysis revealed that the reported problem was confirmed. The amber fault light was lit on all 6 ports with no instrument inserted in the port, and the localizer status showed a fault on the break out box. An electrical failure was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.